Event description:
It was reported that during an intervention treatment procedure, stent dislodgment occurred. The physician was introducing this 3.50x20mm veriflex stent into another manufacturers' 6f introducer sheath when the stent dislodged from the stent delivery system. This occurred outside that patient, the stent never made it to the patient. There wasn't any difficulty prepping the device for use, the stent appeared "fine". The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: only the stent component of the complaint device was returned for analysis inside a plastic vial. The delivery system was not returned. An examination of the stent found that it was completely stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an intervention treatment procedure, stent dislodgment occurred. The physician was introducing this 3.50x20mm veriflex stent into another manufacturers' 6f introducer sheath when the stent dislodged from the stent delivery system. This occurred outside that patient, the stent never made it to the patient. There wasn't any difficulty prepping the device for use, the stent appeared "fine". The procedure was completed with another device. No patient complications were reported and the patient's status is fine.